Event description:
It was reported that, "the needle was broken when sewing the uterus during the tvh procedure. The broken piece was grasped by needle holder. Changed another one to complete. No adverse event on the patient. (B)(4).

Manufacturer narrative:
Method: the actual product involved with the incident reported has not been received. Relevant portions of the device history record were reviewed. Finished good product was received into inventory without quality issues. The product from this finished good lot and all of the components met surgical specialists puerto rico inc. Requirements throughout the incoming, manufacturing and the final inspection processes. No inventory available from the same finished goods lot reported. (B)(4), which is our customer as well, was contacted to verify if there were any quality issues related to the needle batches used in the manufacturing of the lots reviewed. At the time of this report no information on the needle batch has been received from the (B)(4). Finished good product were received into inventory without quality issues. The (B)(4) has been made aware of this complaint for a continued investigation. Upon receipt of samples, we will provide a follow-up containing results of the evaluation. Reference: (B)(4); item #sxpd2b410 stratafix spiral pdo knotless tissue control device - CT-1 1 monoderm 45cm, lot mbtt070.